Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation was performed. The unit was administered the weight test and it passed. The unit¿s enclosures were opened and oil was noticed within the enclosure housing assembly. The piston migration was checked and it registered at 1.1 inches. The complaint was verified and the root cause was a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. D4: unique identifier (UDI) # was added as it was not previously sent with the initial report.

Event description:
It was reported that the spider 2 tenet was leaking. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.